Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent the removal of an angle blade plate and six (6) screws because it failed to comminute the fracture further distal. The patient has been treated for a non-union proximal femur approximately 3 weeks ago with angle blade plate and was instructed to limit weight bearing to 0-25% for transfers only. The patient did not comply and was walking, internal fixation could not handle the weight load. Proximal femoral nailing system (tfna) implants were used to treat the revised non-union. The procedure outcome and patient status were unknown. The patient had suffered injuries a few years prior and was treated at another hospital. The initial trauma evaluation three (3) years ago diagnosed a proximal tibia fracture. Unknowingly, it appears at the time they completely missed the proximal femur fracture. The proximal femur fracture was not discovered until (B)(6) 2020. This report is for one (1) unknown screw. This is report 2 of 7 for (B)(4).